Event description:
It was reported by service report that the headboard was cracked with sharp edges, the power cord plug power prong was broken, and the power to bed was intermittent. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug with a broken power prong. Cracked headboard with sharp edges.